Manufacturer narrative:
(B)(4). The returned truetome 39 was analyzed, and a visual evaluation noted that approximately 24mm of the cutting wire was broken and bent. Additionally, the working length was twisted at the proximal section. The device was observed under magnification and the cutting wire was blackened, the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of cutting wire kinked was confirmed. Upon analysis, it was found that the cutting wire was broken, bent and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated due to manipulation of the device during procedure, and if there was no constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. Additionally, the working length was twisted. This condition could be generated after multiple attempts to rotate the device for a correct positioning. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was found that the cutting wire kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: cutting wire broken.